Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 6 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient presented to the clinic on (B)(6) 2016 and review of the system controller history revealed a pump stop and low speed advisory events. The patient was asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed the issues only appeared to be occurring while the lvad was connected to the power module. The submitted x-ray images provided displayed some areas near the percutaneous lead exit site with possible thinning of the braided shield. The customer requested an ungrounded patient cable to be provided to the patient for power module connection. On (B)(6) 2016, the patient was admitted for the administration of sotolol to minimize episodes of ventricular tachycardia. At the time of the admission, it was reported that the patient was stable and there had been no further alarms since the ungrounded patient cable was provided on (B)(6) 2016. A system controller log file from (B)(6) 2016 did not reveal any unusual events. The customer reported that the patient will remain on an ungrounded patient cable pending a decision on the next steps for plan of care. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of low speed operation and pump stoppage events on (B)(6) 2016. During the event, the system was supported by the power module and the pump power level increased from 8.1 watts to 8.7 watts. Based on the manufacturer¿s previous complaint experience, the captured events appeared consistent with a potential percutaneous lead issue. Review of the submitted x-ray images appeared inconclusive for potential wire damage. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.